Manufacturer narrative:
One sample was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water, and a leak was observed coming from the tubing and the top of the top blue connector to the pumping segment. The customer complaint was verified, and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the possible cause is related to an incorrect insertion of tubing to solvent dispenser by the production personnel. Reported lot was manufactured on february 18th, 2025, before actions state implemented for a similar condition reported. Following actions were defined: - an accessory was implemented to the medica solvent dispenser that assists the production personnel in guiding the tubing to the insertion point. Implemented on (B)(6) 2025. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was leaking. The following information was received by the initial reporter with the following verbatim. It was reported by customer that leaking at the blue connection right before the piece that goes into the pump.